Event description:
It was reported to boston scientific corp on (B)(6) 2007, that during an endoscopic retrograde cholangiopancreatography using a stonetome, "the handle was actuated to cut, then the cutting wire was broken." The physician removed the device, used another same device and experienced the same failure. The procedure was completed successfully with a third device. The pt's condition was reported as "ok."

Manufacturer narrative:
(B)(4). Info supplied in section f was completed by the MFR based on info obtained from the user facility. A visual examination of the device received revealed that the broken ends of the cutting wire had melted and was black in appearance, indicating the wire had become overheated, melted, and broke. The entire length of the exposed cutting wire was black and discolored. The device would not function, as the wire was broke. The root cause of the failure is unk. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no add'l complaints have been recorded for the pertinent lot. The (B)(6) 2007 15-month stonetome complaint trend report, inclusive of all failure modes, was reviewed; an unfavorable trend was noted and the (B)(6) 2006 data point exceeded it's complaint alert limit. An unfavorable trend is defined as two consecutive increasing data points. The trend report reveals two complaints reported in the month of (B)(6), three complaints reported in the month of (B)(6), and four complaints reported in the month of (B)(6). (B)(4) was opened to address this issue. Please note associated medwatch report 6000048-4007-00167. (B)(4).